Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced respiratory failure. It was reported that the right atrial (ra) lead exhibited high thresholds, undersensing and wave height was noted to be low. Settings were changed. The ra lead remains in use. No further patient complications have been reported as a result of this event.